Event description:
A malfunction alarm was reported on a user¿s pump during the loading process. The alarm, specifically alarm 30, continued to occur even after following the proper technique for loading a second cartridge, leading to the decision to replace the pump. The customer's blood glucose level was not available at the time of the event. The customer was informed that the pump needed to be replaced, and instructions for returning the problematic pump were provided. A replacement pump was arranged, though the customer did not share what backup therapy they would use to maintain insulin delivery.